Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, on (B)(6) 2015 patient, suffering from dislocation of prosthetic components from improper position and/or muscle and fibrous tissue laxity. Patient presented to the emergency room with right hip pain after rolling over in bed. Hip dislocated and closed reduction was done in the emergency room. Allegedly, on (B)(6) 2015 patient, suffering from deep wound infection(early or late) which may necessitate removal of the prosthesis. Patient admitted due to significant amount drainage. Antibiotic treatment given and irrigation and debridement with closure of right hip infection done in the operative room. Allegedly, on (B)(6) 2015, patient suffering from deep wound infection(early or late) which may necessitate removal of the prosthesis. Patient presented to the emergency room with chronic right hip pain. Patient was still taking antibiotics for prior hip infection. Allegedly, on (B)(6) 2017, patient revised due to loosening of right total hip. Patient visited dr. (B)(6)'s office complaining of complications with right hip replacement. After failing conservative management, patient agreed to total right hip replacement revision. This report was submitted with correction made to "action taken with respect to device" lineage transcend femoral head, profemur cocr modular neck, dynasty biofoam shell, dynasty a-class poly liner and screws were revised.